Event description:
As reported by legal notification the patient had an initial right total knee arthroplasty. Approximately six (6) years later, the patient underwent a right knee revision procedure to address osteolysis, aseptic loosening of the tibial components and development of complex regional pain syndrome secondary to polyethylene wear. Additionally, it was noted that despite undergoing revision surgery the patient experiences daily knee pain and discomfort which limit the patient's activities of daily living and recreation and impacts the patient's quality of life. The patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; metallosis; soft tissue damage; infection; and other injuries presently undiagnosed, which all require ongoing medical care. No additional information is available.

Manufacturer narrative:
D10: exactech tibial tray, catalog no. 204-04-32, lot no. 2199394; and exactech femoral component, catalog no. 234-03-03, lot no. 1546557. H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00509. The revision reported in this event may have been the result of polyethylene liner wear leading to osteolysis and aseptic tibial loosening as stated in the legal documentation. The loosening may have been the result of an insufficient bond between the tibial tray and the bone. The extent of the reported polyethylene wear and osteolysis cannot be determined as the devices were not available for evaluation and images of explanted devices, pre-revision radiographs, and operative notes were not provided.